Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set was leaking nutrition. The set was damaged. This occurred during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Additionally, retention samples were evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional leak test was performed on the device and noted a leak in the tube caused by a perforation. Visual inspection was performed and noted that the tube was worn out due to mechanical effort. The retention samples were reviewed and showed that the tubing was in good condition. According with the complaint description, the sample presented nutrition leakage, however the use of the product code number abc2707 is not recommended to infuse nutrition, due to the components of the solution dissolves the pvc of the tubes. The cause of the reported issue was determined to be user error. Should additional relevant information become available, a supplemental report will be submitted.